Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient was admitted to the hospital with endocarditis of the tricuspid valve with involvement of the implantable cardioverter defibrillator (ICD) leads. The source of the bacteremia was an extensive sacral ulcer which was being followed by wound care. The patient also had septic emboli to their lungs and had bilateral chest tubes placed. The patient continued to have recurrent septicemia and was transferred to the intensive care unit (ICU) for blood pressure support. The patient's entire system was removed and angiovac removal of the infected debris in the right atrium and tricuspid valve. The patient was noted to have died primarily due to septic shock. The patient was a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.